Event description:
Dr. (B)(6) reported to us that he had explanted a gluteal implant in his pt that he had previously implanted in (B)(6) of 2011. He had scheduled a surgery to fix an implant that he and the pt believed had "shifted" but during surgery he found that the implant had torn in half. He then removed both of the implants, and the pt has no pains for any re-implantation of gluteal implants.

Manufacturer narrative:
The implants were requested to be returned, however, when they were not received for eval, the physician was contacted again multiple times, and it has now been concluded that they have been discarded. Spectrum designs medical has reviewed all relevant mfg and sterilization data to the lot and there is no evidence of an error in mfg. Dr. (B)(6) implanted the only (2) implants from that lot in the pt.